Event description:
It was reported by a customer on (B)(6) 2011, during the procedure, the power detector from the laser system did not give the right info regarding the power. Per the customer, the laser system had error message 16. The customer reported the procedure was completed by removing the stone with a pincer. No pt injury was reported.